Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected sodium results were obtained from a non-vitros mas quality control using vitros chemistry products sodium (na+) slides lot 4277-1158-2027 on a vitros xt 7600 integrated system. Mas lot ocr2608 l1 results of 140.1 and 153.1 mmol/l vs an expected result of 121.2 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. However, the investigation cannot confirm that patient sample results were not or would not be affected if the event were to recur undetected. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium results were obtained from a non-vitros mas quality control using vitros chemistry products na+ slides lot 4277-1158-2027 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument issue related to the performance of the vitros xt 7600 integrated system. Historical quality control results for vitros na+ lot 4277-1158-2027 were imprecise. Additionally, results from an alternate lot of vitros na+ slides were not acceptable. An ortho field engineer was scheduled to visit the customer site in order to evaluate and troubleshoot the vitros xt 7600 system. Service actions by the ortho fe are anticipated to return the vitros xt 7600 system to expected performance.